Event description:
It was reported in a literature article that 11 patients (five male and six female, average age (B)(6)) were examined two or more months post balloon kyphoplasty procedure (bkp). According to the report, bkp was performed for patients who had nrs pain scores greater than or equal to 4, and had no paralysis in a resting position. Fractured levels were t11 (n=1), t12 (n=1), l1 (n=7), and l3 (n=2). The patients were not treated with steroids, but had intercurrent illnesses. Vertebral fractures at multiple levels were observed in 6 females. The number of days from fracture to surgery averaged 110 days (36 - 355 days). Operating time and injected cement volume averaged 78.6 min (47-105 min) and 6.1 ml, respectively. Low back pain was reported as "improved in all cases after surgery". No intraoperative complications were noted. It was reported that one patient experienced "peri or post-operative cement leaks". Cement leakage was observed from the anterior wall to the outside of the vertebra in one case. According to the report, "the leakage caused minor no pain". It is unknown whether the extravasation was detected intra-operatively or post-operatively. No patient complications were reported.

Manufacturer narrative:
Literature citation: hideto sano, shoichi ichimura, masakazu hasegawa, masahito takahashi, kazutaka igarashi, kazuhiko satomi. Short-term surgical outcome of balloon kyphoplasty (bkp). J. East. Jpn. Orthop. Traumatol. 2012. Vol. 24(3); p 277. Total patients' average age (B)(6). 11 patients total, five males and six females. Date of event is unknown. (B)(6). (B)(4). Cement extravasation. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.